Event description:
It was reported the catheter separated between the gray and black portion of the shaft. There was no reported pt injury.

Manufacturer narrative:
One 6f supreme ep catheter was received for eval. Visual inspection revealed a smooth separation at the bond with minimal to no elongation of the material on either side of the bond. It was confirmed that the catheter was received with a separation of the gray shaft from the black body. Although, we were unable to conclusively determine the cause for the separation, testing has shown this issue may be the result of over-torquing the catheter or deflecting the catheter while the tip remains in the introducer shaft. Although the lot number is unknown in this case, our records show that there are no significant abnormal trends of similar complaints across the product lots distributed worldwide. No similar events have been reported for this reorder number and french size. Consistent with st. Jude medical's commitment to continuous quality improvement, we will continue to monitor the ongoing performance of this device.